Event description:
During code blue, employee in cardiopulmonary was doing cardiopulmonary resuscitation. Another employee discharged the defibrillator, employee rec'd shock and became pale, clammy and was lightheaded. No apparent injury. Employee was thrown across room.